Event description:
The dome part was detached when the catheter was attempted to be removed from pt. The detached dome left in the pt's body was removed from the pt by using the endoscope and unknown retrieval device. The catheter was in place for 6 months.